Event description:
It was reported that upon deployment of an ivc filter, imaging demonstrated that two filter legs failed to open completely. A snare was advanced via the same access site in an attempt to retrieve the filter. During manipulation of the filter with the snare, it was observed that the two filter legs opened appropriately. The filter was not removed as the physician felt that it was adequately placed within the cava. No report of injury to the patient.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The filter remains implanted. The delivery system was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway.